Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 22, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to device evaluation). (Device evaluated by manufacturer) . (B)(4). The sample was returned for evaluation. A review of the device history record revealed no anomalies. The returned sample was visually inspected upon receipt. The sample consisted of both the quick connect from the elkton-built prescriptive oxygenator pack, and the quick connect line from the ashland-built tubing pack. The parts were connected together, the insert part from the elkton pack, and the body from the ashland pack. The parts were attempted to be pulled apart, but the components stayed connected. The parts were then disconnected properly with no issue. They were then reconnected and the proper clicking noise could be heard signifying a complete connection. This disconnection/reconnection was repeated three times with no issues. The connection was then pressurized to approximately 500mmhg and the parts were attempted to be pulled apart again while pressurized. Again, they stayed connected with no issues. No anomalies were noted from the appearance in the connection. The event could not be replicated; however, it is likely that the quick connects had not been properly connected during the setup of the circuit, causing them to be disconnected during use. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the quick connect that connects the oxygenator and tubing pack, became disconnected. There was approximately 1 to 2 liters of blood lost, which required the patient to receive two units of packed red cells. *blood loss of 1 to 2 liters. *product was not changed out. *procedure was completed successfully.